Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on an unknown date. According to the complainant, during cleaning of endoscope on (B)(6) 2017, a black exit marker came out of the endoscope. After removing the exit marker, no damage was noted on the endoscope. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the exit marker was detached and not returned with the device. It was also noticed that the balloon still has the protective sleeve on the shaft. Based on the evaluation of the device, it appears that the protective sleeve was not removed from the balloon catheter prior to use, as instructed in the dfu. Additionally, failure to remove the protective sleeve most likely led to interaction with the exit marker upon withdrawal of device through the scope, and contributed to the detachment of exit marker. Therefore, the most probable root cause classification is user error. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wire-guided balloon was used in the esophagus during a gastrointestinal dilatation procedure performed on an unknown date. According to the complainant, during cleaning of endoscope on (B)(6) 2017, a black exit marker came out of the endoscope. After removing the exit marker, no damage was noted on the endoscope. There were no reported patient complications as a result of this event.